Event description:
It was reported that during a da vinci-assisted surgical procedure that error 75 occurred against the surgeon side console (ssc) touchpad. The staff power-cycled the system twice, and completed a complex power cycle of the ssc, with no change. The technical support engineer (tse) recommended that the staff bring the second ssc into the room to complete the procedure. The procedure was reportedly being completed as planned, with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced touchscreen to resolve the issue. The system was verified and ready to use. Isi has received the touchscreen for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
The touch pad was analyzed and found to have no functional issues when installed on an in-house system. The error was confirmed as happening in the field. The in-house system was power cycled 10 times and the error/issue did not return. The complaint was confirmed based on the field evaluation. Although the probable root cause is linked to the touch pad due to the error code, it is unable to be traced more specifically. Failure analysis was unable to detect any functional issues with the touch pad.

Event description:
Refer to h11 for follow-up information.